Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tibial articular surface provisional(tasp) found a fracture on the medial side. There are also signs of repeated use. All parts except a small fragment have been returned. DHR was reviewed and no discrepancies were found. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Investigation results concluded that the reported event was due to the customer accidentally dropping the tray containing the tasp following cleaning.

Event description:
It is reported that on (B)(6) 2017 the instrument fractured when a tray fell on the floor after being cleaned. This event didn't affect the surgery or patient. The product was received on jan 24, 2017. No patient involvement. No adverse events have been reported as a result of the malfunction.